Event description:
At approximately 4am rn went into the pt's room and found the vent screen on loops and changed it by pushing the screen button and it went to trends. Rn could not get out of the trend section; cleaned off the screen and was able to change it, only to find when she pushed the monitors button it went into the standby phase (asking if user wanted to put the vent in standby), at that point rn could not change anything. The vent was working perfectly fine except the screen was frozen. Rn called the charge therapist and remained at bedside to monitor the pt. A new vent was brought to the room and staff exchanged it out. The pt tolerated the change out well.